Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed january 8, 2015.

Manufacturer narrative:
Implanted device remains

Event description:
Per the clinic, the patient experienced intermittencies with device use, however, the issue could not be resolved. The implanted device remains.